Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, red particles on the shell, an opening on radius, and crease fold. A microscopic analysis was performed which identified: a crease sharp opening on radius. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, pain, and recalled implants. The device has been explanted.

Event description:
Healthcare professional reported right side rupture, pain, and recalled implants. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.